Event description:
A 3.0mm diameter x 9 mm length driver rx coronary stent system was inserted into a pt for the treatment of an intracranial internal carotic artery. The lesion morphology is reported to be non-tortuous with severe calcification. It was reported that the lesion was not pre-dilated. The driver was inserted to the lesion site and the balloon inflated to 14 atms; upon attempting to remove the delivery system the stent moved together with the balloon. The device was moved back to the lesion site and the delivery balloon was inflated to 20 atms; again, the delivery system and stent moved together. The physician decided to remove all of the devices; upon removal the stent came off the delivery balloon at a tortuous vessel. The stent back moved back to the lesion site and deployed successfully. The pt is reported to be stable and no additional clinical sequelae were reported. Medtronic has received the stent delivery system and its analysis has been completed. A slight kink was present on the hypotube 59cm distal to the strain relief. There was a kink on the distal shaft 7.7 cm proximal to balloon bond; the tip was also damaged. Please note that this device (lot number 0000499466) is distributed outside the united states; however, it is similar to the united states distributed product.